Manufacturer narrative:
(B)(4). The customer returned one section of a 880-09kit, 10mm dual limb iso-gard circuit for evaluation. The pigtail connector with heated wire was cut. A visual exam was performed and two melted sections were observed on the circuit. One on the blue and one on the clear tubing. The one on the blue tubing was confirmed at 17 inches from the wye connection. The melted portion of the tubing was 0.5 inches long. The one on the clear tubing was confirmed at 16 inches from the wye connection. The melted portion of the tubing was 1.25 inches long. A hole was also observed in the middle of the melt on the clear tubing. There was no burnt material observed on the tubing or the heated wire. It was observed that there were no breaks or bunches of wires in the tubing. The heated wires used in this circuit were insulated with a clear plastic flexible insulator coating with yellow stripes. The product IFU contains warnings about the care and proper use of product. The IFU states, "do not place tubing on patient's skin. Do not cover tubing with sheets, blankets, towels, clothing, or other materials." The complaint of a breathing circuit melting has been confirmed. All heated wire circuit product codes are inspected 100% before leaving the manufacturing facility. Based on the observed damage and description , user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the circuit began to melt while taped to the patient's mother's gown. No patient injury or consequence reported. Patient's condition reported to be "fine".

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the circuit began to melt while taped to the patient's mother's gown. No patient injury or consequence reported. Patient's condition reported to be "fine".